Event description:
The pt is treated under a single-pt ind study protocol for management of her juvenile insulin dependent diabetes mellitus with her placement of an intraperitoneal infusion pump that was initially placed on the left side of the abdominal wall in a subcutaneous pocket just above the left rectus muscle on (B)(6) 2014. The pump has been migrating and rotating clockwise causing discomfort to the pt with chronic pain because of the impingement on the lower portion of the left rib cage and left. Surgery was performed on the pt on (B)(6) 2015. The pocket and the capsule around the pump were incised in order for the pump to be removed, it was noticed that the prolene sutures that had been placed a year earlier to secure the pump to the abdominal wall was completely disconnected anterior-superior iliac spine. For this reason, a decision was made to explant the pump and reinsert it in a new pocket on the right side. This event is also being reported in the annual ind report.